Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. It was reported that the pump emitted unable to prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during evaluation, a review of the pump¿s black box data showed no evidence of loss of prime. Evidence of load step malfunction was shown with a cs163 warning. During testing, the ez-prime steps were performed successfully with no cs163 warnings or alarms occurring. The unable to prime complaint was not duplicated during the investigation. The pump¿s cover was removed and an intermittent condition was found to the force senor flex due to a cracked trace near the pin. Unrelated to the complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015.